Manufacturer narrative:
There was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on january 29, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was unable to be inserted into the trocar cannula during a surgical procedure. The laser probe was exchanged for another one to complete the procedure. There was no patient harm.